Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a step during testing. The device was not in patient use. The third-party service center received the device for evaluation and the customer's complaint was confirmed. A "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issues. During the evaluation of the device at a third-party service center, the device failed additional steps during testing. The device's interface board, power management board, sensor board and oxygen blending module manifold were replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use. The device has yet to be returned to manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.